Event description:
It was repoerted that the patient underwent a procedure to remove arthritis and gout on the right foot on (B)(6) 2020. Tow plates were implanted. Patient underwent revision surgery due to pain with all hardware being removed. It was noted by the surgeon that it seemed as though the patient was having an adverse reaction to the implanted metal and corrosion of implant on (B)(6) 2021

Manufacturer narrative:
Testing of suspect devices did not reveal any evidence of corrosion in pathology report, this testing was conducted at a facility other than nextremity, and the report itself was not provided. The pathology results were reported on the addi 365474 provided by bsn rn krista harding. If addtional information is provided that changes the outcome of the investigation a follow up report will be provided.